Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
(B)(4) - the dentist reported that, 2 weeks after three dental implants were installed in intraoral regions #4, #6 and #8, their non- osseointegration was observed. A 45 ncm of primary stability was achieved and the implant was immediately loaded. The patient presented bone type ii.